Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report: 1627487-2015-01141. It was reported the patient complained of loss of scs stimulation coverage on the right side. A sjm representative met with the patient, but was not successful in recapturing coverage through reprogramming. Instead, the patient stated she felt a pinching sensation either in the left side of her neck or close to the ipg site. X-ray taken showed the patient's scs leads migrated. Follow-up identified the patient underwent surgical intervention and the patient's scs leads were repositioned and anchored. Additional follow-up identified the patient's scs system has been programmed and the patient reported receiving effective stimulation coverage on all of her pain areas.